Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was to be used in the esophagus to treat a malignant stricture due to esophageal cancer during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, it was noticed the distal flare of the stent did not fully open, and as a result, the delivery system got caught on the stent during catheter removal. Reportedly, the stent migrated approximately 2 cm from its original position upon removal. The migrated stent was then removed with pediatric forceps and another wallflex esophageal stent was placed to complete the procedure. There were no patient complications reported as a result of this event.